Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). The field service engineer (fse) evaluated the device and verified the reported condition and replaced the overlay power switch to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator had lighting defects occurring in a power button led (light emitting diode). There was no patient connected to the device at the time of the even to occurred. Event date not specified; estimate used.